Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit shuts down and the unit alarm is not functional. The key failure is the 4 way valve is defective. Additional malfunction identified on the irs as a defective power switch (aka on/off switch) is directly related to the reason for repair unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis for this 3500a.